Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was evidence of moisture behind the display screen and it was cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was not found to be cloudy. The display had a good contrast and was readable. A battery compartment and display lens leak were found. Moisture was found inside the pump but not in the battery compartment.